Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, a minimum fill notification occurred. The customer was instructed to load a new cartridge; however, the customer declined further troubleshooting and follow up from tandem technical support. Customer¿s blood glucose level was 220 mg/dl.